Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23-sep-2022 to ensure that the initial concern was resolved - able to establish contact with customer's son who stated he had taken customer to the emergency room on (B)(6) 2022; customer's blood glucose test result when at the ER had been over 500 mg/dl. The diagnosis was hyperglycemia and customer was given insulin to lower her blood glucose. Customer was discharged the same day; customer has a scheduled appointment with her doctor and has to watch her diet. Son stated that the true metrix meter is working as intended.

Event description:
Consumer reported complaint for error messages (e-3 and e-5). Son is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/27/2024 and open vial date is 09/20/2022. The customer feels well and did not report any symptoms but son stated that he was going to take her to the emergency room.

Manufacturer narrative:
Sections with additional information as of 11-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.